Event description:
Clinical study during a coronary artery drug eluting stenting procedure the physician had difficulty crossing the lesion and the struts became broken. The lesion being treated in the index procedure was a 3.5mm, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and attempted to cross the lesion with a taxus liberyt' 3.50x20mm drug eluting stent. The physician was unable to cross the lesion with the stent. There was withdrawal resistance and when the stent was removed it was noted that the struts were broken. The physician completed the procedure with another device. There were no further complications and no pt injury ocured. The pt was discharged 2 days later on plvix ans aspirin. This product is only ous approved but it is simialy to a marketed us device.